Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating that there were low reading on a d-ys pulse oximetry unit. There was no patient harm reported with this event.